Event description:
It was reported that: "patient information: sex: unknown. Disease name: davf. Procedure: planned procedure for davf. Micro catheter: unknown. Guide wire: unknown. Used coils:10 the other coils including competitive product. Description: after detachment of the optima, the physician retrieved delivery pusher and found that the fluoroscopy suggested the possibility of unraveling the implant coil in target lesion. The physician managed to retrieve unraveled coil with snare. The proximal end of retrieved coil was certainly unraveled. Although 10 other coils including competitive device had been placed the target lesion at that point (the complaint optima was 11th coil in the procedure), the physician determined that the retrieved coil looks optima. The procedure was finished without any further treatment. The physician also commented that it might be caused by too early withdrawal of delivery pusher which might have hooked and dragged implant coil. Thus, the physician does not assume it product defect and the facility discarded coil system." Incident report form submitted for this event indicated no patient injury was sustained as a result of this incident.

Manufacturer narrative:
Balt USA reference #(B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f201100278 have been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.